Manufacturer narrative:
Other relevant device(s) are: model: 9733560xom analysis: no failure found model: 9733467 analysis: insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that they were unable to pass tracer registration. The doctor was also having a hard time hearing the beeps from the system. No volume could be heard even when manually changing the volume option. The surgeon would be able to proceed without volume, but the surgeon decided to cancel navigation for this procedure. There was less then an hour delayto the procedure. There was no impact on the patient¿s outcome.